Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Reported events: 4 events were reported for this quarter. Product return status: 4 devices were received for evaluation. Evaluation status: 4 reported events were confirmed during testing. - 3 devices were found to be affected by a loose drive link. - 1 device was found to be affected by a failed cross pin and blade fit symptoms. Additional information: this device is not labeled for single-use. This device was not reprocessed and reused.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device had a broken cutting accessory still attached. 3 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.